Event description:
It was reported that the wake button was not working, causing the customer to be unable to turn the pump screen on with the wake button. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.